Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing and noise. It was noted that the patient was undergoing a medical procedure with cautery during this time, and the physician believes this mayhave contributed to the oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.